Manufacturer narrative:
(B)(4).

Event description:
The health care provider confirmed that there was no one to refill the pump. The event was not related to the pump. The "patient was at end of life". Her family would not bring her back to the clinic area and could not find a physician to attend to the pump. The adjustments were to be made by the attending physician.

Event description:
An overdose was reported. The patient experienced the following: sleepy, fatigued, and a return of pain / not getting any pain relief. The patient was noted as not having had a recent dose adjustment, recent refill, or had taken any oral medications. Drugs delivered via the device were fentanyl and baclofen 1100mcg/ml. Per physician orders, the dose was planned to be reduced by 10% at the hospital. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter model: 8578, serial #: (B)(4), implanted: (B)(6) 2010, explanted: unk; catheter model: 8709, serial #: (B)(4), implanted: (B)(6) 2005, explanted: unk.